Event description:
According to the reporter, following use of the device, a post connector tip from a disposable defibrillation/ECG electrodes broke off, remaining inside the defib cable snap connector, rendering the cable unusable. No adverse affects were reported as a result of the alleged malfunction.